Event description:
A healthcare professional reported a defective lens was returned. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided showing lens in the lens case base. The lens appears to be on two of the lens case posts and one haptic appears to be missing. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The returned photo shows iol in the lens case base. Iol is positioned incorrectly in the case. An approximately 75% of the optic area is cut in the middle of the optic. One haptic is torn/broken and not visible on the returned photo. The reported complaint is lacking in relevant information such as the type of defect/issue observed, to complete a thorough investigation. Due to the lack of information, and lack of physical sample, we are unable to verify, if the lens contributed to the event. In addition to this, all lenses are 100% cosmetically inspected, as per approved manufacturing procedures. And the observed, lens damage would not meet our current release criteria. A final root cause cannot be determined, based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).